Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical lighting system and its controller, and identified a blown fuse in one of the lightheads. The sq240 has a back-up lamp feature, however when a fuse fails, power is interrupted from the circuit and inhibits the back-up lamp from functioning. The other lighthead had remained operational throughout the procedure. The technician replaced the blown fuse, tested the system, and returned it to service. According to the operator manual, lamps and connections should be checked regularly at each inspection period. If a fuse fails, "do not attempt to use light," and call your service representative.

Event description:
The user facility reported that during a patient procedure one of the two surgical lightheads stopped illuminating. The facility completed the procedure using the light from the unaffected lighthead. No injuries or procedural delays or cancellations were reported.